Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was over 600 mg/dl at the time of admission. The mother stated the customer's high blood glucose was from the lack of insulin. The mother reported the customer was thirsty and had frequent urination from their high blood glucose. It was also found the customer had a battery out limit alarm on the insulin pump. It was also found the buttons were stuck and unresponsive on the insulin pump. The mother declined to troubleshoot for the insulin pump. The mother agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to complete functional testing due to prime anomaly. The insulin pump passed off no power test, self test, a21 error test, displacement test, rewind, basic occlusion and excessive no delivery alarm tests. All operating currents are within specification. No unexpected low battery, battery out limit or off no power alarms noted. Low reservoir alert functioned properly during testing. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.